Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a mammogram and felt that the device moved. The patient stated they felt pain. Additionally, the patient stated they had a reaction with hives and it was unsure what the reaction was from. The patient had a heart attack the same day. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.